Manufacturer narrative:
This report is being supplemented to provide additional information based the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Additional details were received regarding the cds practices of the user where: precleaning: - not performed immediately after the procedure. Manual cleaning: - leak testing was performed and passed - the detergent used for manual cleaning is aniosyme x3. - the brushed points were the instrument/ suction channel, the balloon channel, suction cylinder, instrument channel port and forceps elevator - the forceps elevator was raised and lowered three times when submerged in the detergent solution - the forceps elevator was flushed - the distal end is brushed with channel-opening brush and single use soft brush - the distal end is flushed with maj-2319. Disinfection: - the automated endoscope reprocessor (aer) used is a soluscope with soluscope detergent and disinfectant - there were no defects on the aer - all channels were connected with cleaning tubes when the endoscope was setting up into the aer - the disinfectant was used within its expiration date - the minimum effective concentration (mec) of the disinfectant solution was meet - the water quality of the rinse water was controlled - the water filters were replaced in accordance with the instructions for use (IFU). Storage: - the device is wiped clean with a sterile paper - the device is stored in a drying cabinet. The device was evaluated where no abnormalities were found that could have led to the positive culture. No other abnormalities were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera lll gastrointestinal videoscope tested positive for 40 colony forming units(cfu)/endoscope of staphylococcus pasteuri and 8 cfu/endoscope of staphylococcus hominis. All channels were sampled. The device was retested on (B)(6) 2023, after reprocessing and the positive result was confirmed. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested positive for 1 colony forming units(cfu)/endoscope of gram positive bacilli. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.